Event description:
It was reported that this right ventricular (rv) lead had observations of loss of capture and noise that was oversensed causing inappropriate shock therapy. The device system was changed out to an subcutaneous implantable cardioverter defibrillator (s-ICD) due to patient history, and the lead was surgically capped. No additional adverse patient effects were reported.